Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose of 9 mmol/l. It was stated that the customer was sluggish, sweating profusely and unable to swallow anything. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.